Event description:
Customer alleged that an odor coming from the unit was causing her to have a burning in nose and a headache for two hours. Customer stated that when she left the room, the symptoms stopped. The customer did not seek medical attention or require treatment. The asp reviewed first aid info from msds for h202 and oil. The asp field service engineer (fse) went to the facility to assess the unit.

Manufacturer narrative:
Other: capital equipment, evaluated at customer site. The fse noted that the odor was only present while vacuum pump was running. The fse replaced the vacuum pump oil and oil filter. The fse tested the vacuum system - all passed and no odor present. The fse contacted customer during her shift, and she verified that there was no more issues. She informed that everything was fine, and the odor is no longer present. System meets mfg specifications. Results code: other: the fse performed preventative maintenance.